Event description:
It was reported that when an asymptomatic patient presented in the operating room for device replacement due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.